Event description:
An anesthesiologist initially contacted carefusion stating that he recently discovered it is possible to have a single pcu with multiple modules attached, each model with different weights. The physican believed it to be a safety issue because their devices are not powered down between cases in order to select new patient, so weights from a previous patient remain until they change them. A copy of customer's medwatch was received. The text states the device was left in the operating room after a case and not turned off. Following this it was pre-programmed for another case, and the user "did not use a pediatric weight based mode" although it was available. The programming resulted in a rate of 10.8 ml/hr for the medication, and the device was then paused for several hours until "...the syringe pump was taken off of pause and began it's infusion of medication a based on the incorrect...weight. At 13:26 the user notices that the syringe pump has infused medication a too rapidly and stops the syringe pump infusion, stabilizes the patient and reports the problem." The customer prefers that the device disallow different weights between modules. Multiple product improvements were suggested by the customer. There was unspecified medical intervention to stabilize the patient. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). No product return is expected and no patient failure is believed to have occurred; the customer's description is considered to be normal device function. This function allows actual patient weight differences, eg. Total body weight, lean body weight, etc. To be used on the same system. This is a safety element which prevents automatic dose or rate changes from occurring in one infusion when a different infusion is started with a different weight. The device is designed to main previous infusion parameters for 8 hours when powered off. It is recommended that when the user is finished with one patient, before programming for a new patient, for the device to be power cycled and "new patient" selected to prevent inadvertent programming.